Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press, requiring multiple attempts to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller with troubleshooting steps and then decided to replace the pump due to persistent issues. A replacement pump with updated software was sent to the customer, who was also provided with instructions for returning the problematic pump. The customer acknowledged and understood all instructions given by cts.